Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, the instruments were either unable to go down the port(s) or were very "sticky" and did not slide in and out of the trocar very easily. New similar models of trocar were used in order to resolve the issue. No patient injury.